Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the hub. A visual examination of the crimped stent found the stent damaged at the proximal end with struts distorted and stretched. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the proximal edge of the strain relief. The hub was not returned with the device. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-jul-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. A 6fr non-bsc guide catheter was engaged in the left main (lm) artery and check shoot was performed which revealed a >80% stenosed, de novo target lesion located in the severely tortuous and mildly calcified obtuse marginal (om) branch. After a non-bsc guide wire crossed the lesion, pre-dilatations were performed using a 1.5x15 and 2x9 balloon catheters. A 2.25x24mm promus element(tm) plus drug-eluting stent was then advanced but failed to cross the lesion despite multiple attempts. The device was removed from the patient, another drug-eluting stent was successfully implanted with buddy wire support, and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.